Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported nso episodes could not be conclusively determined. (B)(4).

Event description:
During follow-up, episodes of non-sustained right ventricle oversensing was revealed. Further information was requested but was not received. The patient is doing well.